Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2020-31765. Related manufacturer reference number 3006705815-2020-31766. It was reported that patient had an infection at the site of their implantable pulse generator that spread to their lead sites. Patient underwent surgery on (B)(6) 2020, wherein their system explanted. Patient is stable.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.